Event description:
A 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stents was deployed in the proximal circumflex artery of a patient with no issue reported. However, it was reported that the patient experienced an mi 1 day post procedure. Prolonged hospitalization was required. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (mi).

Manufacturer narrative:
Angiotensin ii receptor antagonist.